Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the reported issue could be replicated. The representative replaced the system control unit (scu) to positioning sensor unit (psu) internal cable. However this did not resolve the reported issue. The representative then replaced the usb port that the I/o hub connected to the main computer, which resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect usb port has not been received by the manufacturer for evaluation. The system control unit (scu) to positioning sensor unit (psu) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera for the navigation system displayed that the localizer was not connected. Troubleshooting found that an error message appeared stating "automatic shutdown of power supply failed." Restarting the navigation system then resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.